Event description:
A peritoneal dialysis patient contact has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon completion of treatment she removed the cassette and noticed solution was leaking from the cassette. Inside the cassette door area was all wet with solution. Dialysis nurse reports cultures drawn on (B)(6) 2012 resulted with no growth, one dose of prophylactic antibiotics administered as a precaution. Patient contact states patient has had no ill effects. Effluent has remained clear. There is no sample available for evaluation.